Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3998, serial#: unknown, implanted: (B)(6) 2008, product type: lead. Product ID: 37083-40, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37083-40, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3998, serial/lot #: unknown. Product ID: 37083-40, serial/lot #: (B)(4), ubd: 02-jun-2018, UDI#: 00643169173736. Product ID: 37083-40, serial/lot #: (B)(4), ubd: 02-jun-2018, UDI#: 00643169173736. Please note that ins (B)(4) has been received for analysis. However, analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that increase impedances were measured with paresthesia lost. It was noted the patient¿s lead was implanted in 2008 and the patient¿s implantable neurostimulator (ins) [(B)(4)] and a pocket adapter were later implanted on (B)(6) 2014. Increase impedances were previously experienced and the patient¿s extensions were replaced on (B)(6) 2015 as a result. Later, in autumn of 2019, the patient¿s ¿treatment was lost¿ and only the patient¿s 1-3 electrodes were ¿within impedance limits.¿ impedances of >4000 ohms were measured for electrodes 0, and 4-7 on (B)(6) 2020 and (B)(6) 2020. The patient underwent a revision surgery on (B)(6) 2020 in an effort to troubleshoot the issue. Impedance testing performed with the ins during the procedure found that all measurements were ¿bad.¿ a multi-lead trialing cable and external neurostimulator (ens) were connected to the patient¿s extensions at that time and all impedances were found to be ¿good.¿ the ins was replaced as a result of the event, after which all impedances, except electrode 0, were ¿good¿ with the replacement ins [(B)(4)]. The day after the ins replacement procedure, electrodes 0 and 4 had ¿bad¿ impedances of >10000 ohms. It was stated that ins ¿replacement did not help¿ and that as of (B)(6) 2020, the is was still not resolved. The cause of the increased impedances and lost paresthesia remained undetermined. There were no further complications reported or anticipated.

Manufacturer narrative:
H2. Correction: please note, codes d16, c21 and b21 no longer apply to the ins. H3. The returned implantable neurostimulator (ins) [serial # (B)(6)] was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Refer to MFR report # 3004209178-2020-21523 for the report of the high impedance measured on the replacement implantable neurostimulator.